Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 5 devices were returned for evaluation. Evaluation of 4 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 5 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.